Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the resolution clip would not deploy. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a definitive root cause could not be determined. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted.